Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, some staples did not form b-shape. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r5az7a. Investigation summary: the analysis found that one ntlc75 device was returned with no apparent damage, and with one reload present. The reload was received fully fired. The device was tested for functionality in the three staple height selector positions with a test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the three firings. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.